Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec'd 9/17/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from weakness. There is no new additional information that would affect the investigation. Update 01/20/2017¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, limited mobility, elevated cobalt and chromium levels. Revising surgeon's surgical indications noted workup "did not demonstrate large pseudotumor or potential for metal sensitivity"...but "did have persistent pain". Pathology "did report absence of inflammation in the frozen section". No evidence of pseudotumor or metallosis was identified in the operative description. No metal ion lab values are included in the medical record to support alleged elevated ion levels. Elevated ions added to complaint though, and stem added to complaint. The complaint was updated on: 2/3/2017.